Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). Additional information was received for h3, h6, and h11. H11: the actual sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed. No issues were observed during testing. The reported condition was not verified. The returned sample was determined to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "the (blue/black) connection point is unscrewing and falling out of the light blue housing." This occurred while disconnecting from the amia cassette after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.